Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 45 mg/dl; due to needing settings adjustment. Customer did not provide how low bg was addressed and declined any follow up. Reportedly, customer will be consulting with their healthcare provider to discuss their settings to better meet the customer¿s needs.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.